Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a home peritoneal dialysis (pd) patient's titanium adapter came off of the pd catheter while at home. It was mentioned it was not known if there was a leak prior to the titanium coming off. Alcavis 50 was the cleaning agent used on the device/catheter in its entirety. Tego was not utilized and there was no luer adapter issue. There was no excessive force used on pd catheter or titanium adapter. There was nothing unusual observed on the device prior to use and flushing was not done. There were no other products utilized with the device and there were no other defects/damages found on the product. To tighten the adapters, they were manually screwing it tight. The treatment (lotions/ointments, medications) was by prescription. Gentamicin cream 1% was utilized at the exit site. Sterile gauze and medipore tape were the wound dressings utilized and contained agents or antimicrobial properties (hibiclens). Hibiclens was wiped off with sterile water and skin was dried prior to applying new dressing (and also was allowed to dry prior to applying ointment).the patient was not responsible for any type of catheter maintenance and the cleaning agent was never switched over the life of the catheter. The cleaning agents were never mixed and the site did not use sepsiderm. There was no protocol change for the cleaning agents used recently. The patient/patient's family themselves did not use any type of cleaning age nt or antibiotic on the catheters. The catheter was repaired. There was no blood loss there was no patient injury.